Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer removed the new insulin pump out of the box and received a deliver alarm. Customer changed the infusion set and the alarm was resolved. Customer declined troubleshooting. Nothing further reported.